Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing diaphragmatic stimulation and patient could feel the pulse every beat. In addition, this lead also exhibited high threshold. The physician thought of possible perforation. Furthermore, a possible revision will be done with this lead. No further information obtained from the field. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing diaphragmatic stimulation and patient could feel the pulse every beat. In addition, this lead also exhibited high threshold. The physician thought of possible perforation. Furthermore, a possible revision will be done with this lead. No further information obtained from the field. This lead remains in service. No additional adverse patient effects were reported.